Event description:
It was reported that a large volume infusor underinfused. At the end of the expected therapy time of 46 hours, it was noted that there was still ¿50% of the nominal volume¿ left in the device. The device had been filled with 100.8 ml fluorouracil and 132.2 ml 0.5% dextrose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured april 30, 2013 to may 1, 2013. The device was not returned; therefore, a device evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.